Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lad. Silent thrombosis of the proximal lad and a non q-wave mi are reported to have occurred approximately 5 days following index procedure. It is reported that the patient presented with chest pain and new EKG changes. Angiography revealed stent thrombosis, which was successfully opened with thrombectomy and bracketing stents to correct what appeared to be a dissection. Two endeavor sprint drug-eluting stents were implanted, separately, at the proximal lad as treatment of complication/dissection/bailout. Investigator reported a definite relationship to the study device. Patient recovered with treatment.

Manufacturer narrative:
Secondary intervention, revascularization. Evaluation: results: myocardial infarction, stent thrombosis, dissection & revascularization.